Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence or change in the post-operative care of the patient as a result of the procedure time being extended by 1 hour or the issues experienced with the device? Please explain.

Event description:
It was reported that during left laparoscopic colectomy for benign injury, stapling of the high colo-rectal anastomosis; it was not possible to remove the device at the opening, the anastomosis was jammed in the device. The issue led to tearing of colon. Colonic and rectal cut and repair of the anastomosis. Procedure was extended of 1h.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: was there any patient consequence or change in the post-operative care of the patient as a result of the procedure time being extended by 1 hour or the issues experienced with the device? Please explain. The female patient was treated for sigmoid diverticulosis and a coelio sigmoidectomy. A colorectal anastomosis was performed on june 8th. The surgeon reports that when stapling, the device has stapled the tissues without cut making impossible to remove the device. To remove the device, the surgeon had to tear the anastomosis and proceed to the new cut of the colon which required a greater separation of the splenic angle to avoid tension on the new anastomosis. A new device has been used to restore continuity. The duration of the intervention was extended by one hour. 2 days after the procedure, the patient showed hypertension and a very low hemoglobin. A haemoperitoneum due to rupture of the spleen was revealed by an explorer coelioscopy. Embolization of the spleen was performed by a radiologist to control bleeding, however, with no expected effect. At day 4, splenectomy by laparotomy was performed. The patient has left the facility after 10 days in intensive care. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the experience of the healthcare professional who fired the device? Where in the green gap setting scale was device when fired? Was the device difficult to close? Was the device difficult to fire? What confirmation was received that firing was completed? Was the cutting washer inspected to confirm complete transection? The staples that were seen, please describe form. How many counter-clockwise revolutions of adjusting knob were used in attempt to open? What is the current patient status?

Manufacturer narrative:
(B)(4). Batch # p57k44. Device evaluation: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition further analysis on the device shows the knife damaged, it was as if it was fired over a hard object or an existent staple line. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: what was the experience of the healthcare professional who fired the device? He is used to use the cdh staplers. Where in the green gap setting scale was device when fired? Of course, he confirmed that device was in the green gap scale before firing. Was the device difficult to close? As usual. Was the device difficult to fire? As usual. What confirmation was received that firing was completed? He heard the audible feedback after firing. Was the cutting washer inspected to confirm complete transection? The cutting washer was completely damaged when removing the stapler the staples that were seen, please describe form. Difficult to answer. I hadn¿t this information from the customer. The tissue was completely damaged. How many counter-clockwise revolutions of adjusting knob were used in attempt to open? The rotation knob was turned between ½ et ¾ counter-clockwise circle. What is the current patient status? After splenectomy and laparotomy, the patient has severe scarring and long-term antibiotic treatment. Her health status is correct.